Event description:
The consumer reported that when he got the permanent implant the program had to be changed so that it vibrated a little bit all the time. The patient stated he was told it would take several days to get set so that it did not unnecessarily "boost a little bit." The patient noted that he waited until sunday afternoon to put it on and when he was sitting in a straight chair and not moving he felt tingling in his legs and feet. The patient reported that when he took a deep breath he had a strong sensation down his legs and he had a hard time getting in a position where it was not vibrating to the point he had to move. The patient stated that the morning of the report he turned stimulation down so he could barely feel the stimulation but all of a sudden when he moved around he got a vibrating sensation in his right arm and noted that when he turned stimulation off the sensation he was having stopped. There were no traumas or falls reported that where related to the issue and no recent medical tests or electromagnetic exposure. The patient was going to turn stimulation off and meet with his healthcare provider. The indications for use were chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.